Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Customer¿s blood glucose level ranged from 100 mg/dl to 399 mg/dl.